Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had no telemetry and could not be interrogated with the mobile application. The icm remain in use. No patient complications have been reported as a result of this event.